Manufacturer narrative:
(B)(4). Report source: (B)(6). This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in warsaw, indiana manufactures a similar device in the united states under 510k number k051496. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was a pinhole noticed in sterile packaging of the product. Another package was opened and utilized to successfully complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts were made to obtain additional information; however, none was available.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified a pinhole in the inner sterile packaging of the polymer. No holes were identified on its foil pouch. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.